Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A sys alarm occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed resulting in an estimated blood lose of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. No problems were found during eval of the returned cartridge. The exact cause of the system alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. There is no evidence of a device malfunction. Facility staff has been notified of the event and will review rinseback procedures with the pt and operator. Nxstage medical considers this report closed. No add'l info will be provided.